Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au480 clinical chemistry analyzer. The fse inspected the instrument and found multiple issues with the instrument. The fse found malfunctioning reference (ref) valve, buffer valves, bubbles in syringes, and cloudy reference (ref) electrode. The cause of issue was identified as multiple hardware malfunction. The fse replaced the buffer valves, ref valves, ref electrode which resolved the issue. The fse also proactively replaced the ise (ion selective electrode) tubing. The fse performed system verification successfully without issue. The system returned to normal operation. Section a2, a3, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter identifier is case-(B)(4).

Event description:
The customer reported the generation of erroneous erratic patient result for ise (ion selective electrode) which includes sodium (na), potassium (k) and chloride (cl) on their au480 clinical chemistry analyzer. The customer did not provide patient data or demographics. There was no report of change to treatment, injury, or death associated to this event.